Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation, the reported failure ¿the message invalid tube set appeared¿ was not confirmed. According to wom: visual inspection: the device was received for evaluation. There are no indications of transport damage. The device was shipped with the correct packaging (packaging was damaged). The unit was found to be in poor condition, front panel is scratched, lower casing is dented by the front panel, filter is damaged, silicon tubing to rear air port ripped and the is taping on the ribbon cable to the display pcb. Functional inspection: functional indicated the returned device passed all criteria. This included a test of the tube set detection with a result of pass. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050010 rev y, sn (B)(6) is working according to specification. Probable root cause: the reported event could not be confirmed. There are no indications of a manufacturing issue. The event description is very poor. The end user did not respond to further enquiries. With this limited information the most probable root cause could not be determined. In the event description it was mentioned that "a kit" was used, and we only offer only a tube set. However, the conversion to open procedure would not lead to temporary or permanent serious deterioration of health. The reported failure mode will be monitored for future reoccurrence.